Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a device history record review was completed for provided material number 304000 and lot number 210403. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for evaluation by our quality engineer team. The retained needles were assembled to a syringe by positioning the hub on the syringe tip with a slightly rotational movement. None of the retained samples showed any signs of defect; the hubs fit perfectly and no signs of leakage were observed. Based on the investigation results, an exact cause cannot be determined for the reported incident. Per the provided feedback, it is possible that the defective connection was due to the handling of the product or an insufficient adjustment between the two devices. Based on the preventive measures in place, we believe that it is unlikely this incident resulted from a defective needle product. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the bd microlance ¿ 3 needle experienced needle and syringe separation. The following information was provided by the initial reporter: at the time of application, the needle escaped from the syringe.